Manufacturer narrative:
Further evaluation confirmed that the employee received a laceration near the left nostril and was treated immediately following the event. A thorough investigation was performed to determine the root cause of the reported issue. Employee interviews revealed that although the personnel had been trained to the proper installation instructions, they had not implemented the use of the tool kit nor the process of keeping the field generator attached to the pole at all times which resulted in the injury. Following the detailed instructions and training when installing the field generator stand is unlikely to lead to an injury, however, design changes are underway to further mitigate the risk of harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the problem and the extent of the employee¿s injury. The investigation details will be included in a follow up report once the assessment is completed.

Event description:
A philips clinical application specialist was injured during installation of a percunav system in preparation for a demonstration at a hospital. The spring arm on the field generator stand sprang upward striking the application specialist in the head causing a laceration to the face. The injury was immediately treated at the same hospital¿s emergency room.